Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer experienced intermittent loss of telemetry during device interrogation and that occasionally devices were not able to be interrogated. The programmer has been returned for service. Follow-up determined that because telemetry could be fully restored by pressing on the radio frequency programmer head connector, there were no patient complications as a result of this event.

Event description:
It was reported that the programmer had "intermittent telemetry" when using the radiofrequency (rf) head. The programmer will be returned for repair. There was no patient involvement.

Event description:
It was reported that the programmer experienced intermittent loss of telemetry during device interrogation and that occasionally devices were not able to be interrogated. The programmer has been returned for service. Follow-up determined that because telemetry could be fully restored by pressing on the radio frequency programmer head connector, there were no patient complications as aresult of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer experienced intermittent loss of telemetry and the link electronic module (lem) printed circuit (pc) board was replaced and calibrated. The programmer passed all final functional and systems tests and no other anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.